Event description:
During a ostomy reversal and excisional biopsy of abdominal wall lesion, gia 80mm stapler was used for case. It did fire but was not able to be reloaded. It appears that part of the stapler was bent so that it was holding the old load in place. FDA safety report ID # (B)(4).